Event description:
It was reported that during a ladg procedure, the jaws could not open at the second firing. Another device was used to complete the case. There was no patient consequence. One device will be returned.